Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturers' representative regarding a patient who was implanted with a neurostimulator for essential tremors. It was reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2016. They reported that the replacement was due to the ins battery depleting too fast for the low settings that the patient was using. There were no patient symptoms reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) serial# (B)(4) found the device to be functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.